Manufacturer narrative:
The returned instrument was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The technical investigation of the returned device revealed a fine jet of water emerging from the distal part of the balloon when attempting inflation. Microscopic analysis of the balloon surface showed a balloon pinhole proximal to the distal x-ray marker and scratches on the balloon surface nearby the damage site. Review of the production documentation confirmed that the instrument was manufactured according to specifications and passed all in-process and final inspections. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations, no manufacturing or material related root cause could be determined. The root cause is most likely related to the patients anatomy.

Event description:
Three pantera leo balloon catheters were selected for pre-dilatation of a calcified lesion during the same intervention (20032003, 20032004 & 20032005). During inflation the three balloons ruptured at 14 to 16 bar.